Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump was dropped while being removed from the charger, causing the screen assembly to separate from the body and intermittently reseat, with the internal components exposed and the screen nonfunctional. Symptoms included no injury. Outcomes included replacement of the pump and resumption of the learning process on the new device. Investigation included collection of event details and arrangement for device return. Investigation of this case revealed a physical enclosure failure consistent with screen bezel separation and damaged display assembly following an impact event. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage due to external impact.